Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. In the united states, the use of the durom femoral component combined with the durom acetabular component is not released. However, this incident is reported as a similar device reporting. A cause for the specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that on x-ray, a breakage of the central pin of the femoral component was detected. Part of the head dislocated out of the cup. It was easy to remove the explants as there was no bone on growth.